Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the window of a 5f exoseal vascular closure device (vcd) did not change and the device fell out. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used in transfemoral cerebral angioplasty (tfca) treatment. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window black, white and red position was obtained. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the window achieved full transition and the device successfully deployed during the analysis. The cause of the reported issue could not be. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change and the device fell out. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used in transfemoral cerebral angioplasty (tfca) treatment. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.